Event description:
The reporter stated that the pump turned off during a bolus. The reporter stated that the screen went blank and the pump did not reboot. The patient reported that the pump turned back on some time later. The reporter confirmed that the pump and battery cap were intact. The reporter confirmed that the battery cap was tightened securely to the pump with no yellow o-ring visible. This report is made based on the allegation that the pump lost power.

Manufacturer narrative:
(B)(4): a review of the pump history does indicate an instance where the pump was powered off. The pump was inspected and the battery cap and compartment were found to be intact. The pump was able to power up normally and was exercised for 24 hours with no power issues. Unrelated to the event the display was found to be dim and fading and the internal battery was found to have failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.